Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a no delivery alarm. He also reported receiving a failed battery test alarm. Troubleshooting did not find any damage to the battery compartment of the insulin pump. The customer also stated there was black scribbles on the display. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm or keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.